Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting an atrial arrhythmia with rapid ventricular response. It was noted that the right atrial (ra) lead had far field r-wave (ffrw) over-sensing and possible high threshold measurements of the left ventricular (lv) lead. The device, ra lead and lv lead remain in use. No further patient complications have been reported as a result of this event.